Event description:
While advancing hi-torque floppy wire thru stent to distal vessel, wire tip from guide wire caught on the stent strut of newly deployed stent. When wire was pulled out, tip remained in vessel. A second stent was placed over the wire tip and deployed trapping the wire tip between the two stents. This was done to prevent any possible migration of the wire tip.